Event description:
The patient received her scs system on (B) (6) 2008. The patient reported on (B) (6) 2009 that she had fallen asleep with a heating pad on her shoulder and it somehow shifted to be over her ipg pocket site. The discomfort from the pad awakened her and she said there is a burn mark directly on top of the ipg site. The patient's programmer would locate the ipg but the amplitude stops on all programs and registers as high impedance. The patient was able to recharge her stimulator. The patient met with her physician on (B) (6) 2009 and he noted a blister around the ipg pocket site. The physician explanted the ipg on (B) (6) 2009. Follow-up on the patient found that she is doing fine and was scheduled to receive a new ipg on (B) (6) 2009.

Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in a response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.